Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log confirmed that there was a record of occurred continuously nda when the pump was powered on, on (B)(6)2024. Functional testing could not confirm the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation could not determine the cause of the reported issue due to the inability to duplicate the issue during testing. Analysis noted a possible defective downstream occlusion (dso) sensor, upstream occlusion (uco) sensor or cassette product. Preventively, the dso and uso sensors were replaced, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that "no cassette" is displayed. There was no patient involvement. No patient harm/adverse event reported.